Event description:
It was reported that during a laparoscopic cholecystectomy, while ligating the access duct, the jaws closed down and the device would not open. The tissue started tearing. It is unk how the procedure was completed. There was no adverse consequence to the pt reported. No add'l info is available.

Manufacturer narrative:
Product evaluation-customer report was confirmed. Rec'd (2) vamp needleless shielded cannula and 3ml aspirator syringe in sealed and attached original packages. Marquest assembled and packaged the product for edwards. The black syringe tip cap got caught at the sealed area during packaging process. The seal was incomplete or compromised, due to the cap interference. The serrated cut (to separate two adjacent packages) was also not completed, due to the cap interference.

Event description:
Sterile package was out of spec.